Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images found that the white suture had frayed and split. The anchor was detached from the device. A visual inspection revealed that the anchor had been deployed from the device. The anchor did not have any visible damage. The green and white sutures had been pulled out of the anchor, and the white suture was frayed on the end. There was minimal debris. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the drawings found that the materials and processes are appropriately specified. The suture spools require a material certification with each lot. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force, twisting, or use of sharp instruments near the suture

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the minitac durabraid anchor suture was broken after it was implanted. The procedure was completed with a smith and nephew back up device. There was a delay of less than or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.